Manufacturer narrative:
Event date (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator won't boot up. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.